Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a low blood glucose level of 31mg/dl at approximately 2:30 in the morning. The customer drank orange juice to bring bg levels back up. The customer provided pump data, and it was reviewed with tandem technical support. Recommendation was made that the customer consult with their healthcare provider, as they were having some difficulty with calculating the carbohydrate/bolus intake. The customer consulted with their healthcare provider, and was instructed on the amount of bolus insulin to take.